Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the device lost the ability to aspirate. After mapping was completed the mapping catheter was exchanged for the farawave pfa catheter through the faradrive sheath. After the exchange took place, they attempted to aspirate the sheath and found aspiration was not possible. Aspiration was attempted a few more times with different sheath deflections but could not be regained. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.